Manufacturer narrative:
(B)(4). Batch #: unk. Month and day unknown. Only year (2018) is known. The lot/batch was not provided; therefore, the manufacturing records could not be reviewed. Additional information was requested and the following was obtained: where in the green gap setting scale was the indicator located prior to firing? All the way down. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Unsure, but was instructed to do so. Were there any issues with device performance intraoperatively? None. Was there any action taken to address the intraoperative oozing? No, but post op had to take to endoscopy to cauterize bleeding. Were there any issues noted with staple formation at any point throughout the care of the patient? None. Were any blood products given? If so, how much? No. What is the current patient status? Doing fine.

Event description:
It was reported that during a colorectal anastomosis, the surgeon used ecs29a. Upon completion he performed a sigmoidoscopy. Anastomosis looked intact and slight oozing present. When patient was in pacu, they had two very bloody bowel movements. Took patient to endoscopy and had to pack rectum with cold ice water and then cauterize a spot on staple line. Patient doing okay as of yesterday.